Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that a spider 1 foot pedal was included with the unit and not a spider 2 foot pedal. The warranty sticker was intact. A functional evaluation revealed that the customer enclosed battery¿s thumb button did not have a spring response and did not lock into the spider 2 battery receptacle. However, the enclosed battery was still functional. The device's quick connect loctite, which had been applied to the threads of the quick connect, had broken loose which caused the quick connect to rotate within the distal joint¿s female threaded ball assembly. The complaint was confirmed and the root cause has been associated with a failure of the distal quick connect¿s loctite. Factors that could have contributed to the reported event include, an impact event inconsistent with intended use, excessive force or torque applied during manipulation of the quick connect or an inadequate amount of loctite applied to the threads at assembly.

Event description:
It was reported that during procedure, the device was drifting at the elbow of the arm. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.